Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force apploed on the adjusting collar. In addition, we confirmed that the air/water nozzle loosened; however, it is not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. The adjusting collar ruptured.